Event description:
The customer has tested the abl735 with a reference instrument (modular) and observed that abl735 measures lower bilirubin concentrations than modular. Neonates with a too high concentration of bilirubin may need light therapy or exchange transfusion. If the ctbil-values shown by the device are ower than the actual values, the measurements may affect this diagnosis resulting in delayed necessary treatment. Healthcare personnel will get other indications of the problem, because the skin is turning yellow (jaundice) but it may not possible to evaluate the degree of the problem exactly based on the colour. Measurements has been provided all indicating lower values for abl700.